Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "hardening and swelling to treated area" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding product details has been requested. No additional information is available at this time. Device labeling indicates: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported injection with juvéderm® voluma¿ with lidocaine in the cheek. Patient experienced "hardening and swelling to treated area" about a week after injection. Treated with flucloxacillin, prednisolone, fexofenadine, clarithromycin, doxycycline. Physician provided treatment to hasten resolution and prevent permanent damage. Event was not life threatening. Symptoms ongoing.